Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: this complaint involved a perfusion pack that had the male connector shear off from the manifold line during cardiopulmonary bypass when tightened. There was a blood loss of approximately 100 cubic centimeters (cc). There was no harm to the patient and the surgery was successfully completed.

Manufacturer narrative:
Per the user facility, the team was not over tightening the part to cause the break.

Event description:
It was reported that during use of the device on extended life support, parts of the disposable snapped off when tightening. As mitigation, clamps were used on the circuit. The surgical procedure was completed successfully. There was a 100 cubic centimeter (cc) blood loss. There was no delay nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the photo provided. As no part was returned for further evaluation, root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.